Event description:
The customer reported that during a lobectomy, the tip of the jaws could not be re-opened while on tissue. The surgeon pried the jaws of the device open to remove them. The surgeon opened another device and completed the procedure with no further difficulties. There was no pt injury. Nothing fell into the pt cavity.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted. Visual inspection of the incident device found that the ski guide pin was missing from the ski guide lever that attaches to the handle. The missing ski pin caused the ski guide lever to bend, keeping it from following the internal a-track and making it difficult to unlatch the handle to open the jaws. Reports of missing ski guide pins are being investigated. No pt injuries have been reported as a result of these complaints. This device was recalled on november 9, 2011.